Event description:
The customer reported that the top portion on the mattress envelope has seams that are coming apart. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found that on panel side a pt access window has an open slider body. Window a netting has 1/2 inch tear. Right side vinyl has a 7 inch tear, 7 foot fray in the vinyl and 3 foot crack. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use the zipper pull-tabs and ensure that zippers are fully closed. Never use the posey bed if there is damage to the canopy, access panels or zippers. A failure to heed this warning may result in pt escape or unassisted bed exit, which may lead to serious injury or death from a fall. Always check the canopy and the zippers before leaving the pt unattended to help reduce the risk of a fall or unassisted bed exit. Check the canopy to make sure there are no tears, holes, or abrasions in the nylon panels or netting, and that the canopy and frame are secure and attached properly to the hospital bed. (B)(4).